Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note: test strip-UDI#: (B)(4).

Event description:
Costumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back tests of 290 and 63 mg/dl. The customer's expected fasting blood glucose test result range is 110-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 290 and 63 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer was concerned with all the results in the memory as all of them didn't seem to be logged under the right time or date. The customer hadn't made changes to the diet or medication.